Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath and a portion of the product lidstock for analysis. Visual analysis of the sheath revealed that the body extrusion did not peel along the blue score line evenly. The sheath was returned in two pieces and the hubs were fully secured to the sheath body. The separated edges of the sheath body were rippled and uneven. The distal tip of the sheath was also slightly torn along the score lines. The total length of the sheath body measured to be 4.02" which is within specifications of 3.875-4.125" per product drawing. The inner and outer diameter of the sheath could not be measured due to the damage. A manual tug test confirmed both sheath halves were connected securely to their hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit cautions the user, "do not withdraw tissue dilator until the sheath is well within vessel to reduce the risk of damage to sheath tip." The customer report of an incorrectly torn sheath was confirmed by visual examination of the returned sample. The sheath body was not correctly torn along the score line and the separated edges were rippled and uneven. A device history record review was performed with no relevant findings. Based on the condition of the sample provided, manufacturing caused or contributed to this event. A non-conformance request has been initiated to further investigate this issue.

Event description:
PICC peel away sheath split sideways while it was being removed.

Manufacturer narrative:
(B)(4).

Event description:
PICC peel away sheath split sideways while it was being removed.